Manufacturer narrative:
Covidien reference number: (B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator oxygen sensor is not working. It is unknown if there was patient involvement.